Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with abdominal pain and elevated lactate dehydrogenase (ldh). The patient¿s ldh was 1400-2200 u/l with a baseline of 200-300u/l. The patient was started on heparin and coumadin. Ramp echocardiogram was within normal limits. On (B)(6) 2017, it was reported that the patient was clinically stable with the exception of an elevated ldh. On (B)(6) 2017, it was reported that the patient was discharged with a therapeutic inr. On (B)(6) 2017, the patient received a pump exchanged due to suspected thrombus. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. Thrombus was confirmed in the evaluation of the pump. The pump was returned with the driveline cut approximately 14 inches from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed a large, denatured thrombus ring adhered to the inlet bearing cup and ball. The inlet bearing ball had become unseated from its bore of the rotor during the disassembly process and was present in the inlet stator. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the proximal side of the outlet stator revealed a small, non-laminated deposition situated adjacent to the outlet bearing ball. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup, indicate that the depositions were not present in the outlet stator for an extended amount of time while the pump was operating. The thrombus found in the pump could have potentially contributed to the reported elevated lactate dehydrogenase (ldh). The thrombus formation would have also created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.